Event description:
A nurse reported that a knife was not sharp enough to operate with, resulting in a delay of one minute during surgery. There was no harm to the pt.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. This report was mailed to FDA on: (B)(4) 2013. The MFR internal ref number is: (B)(4).